Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a electrical burnout and broken on off switch." Upon further review, it was identified that device involved in the complaint was not manufactured by philips, inc. The compliant was initially incorrectly reported as a philips CPAP device in MDR 2518422-2025-021946. The device identified in the complaint is a innospire deluxe (sn (B)(6) / ref (B)(4)/ lot no 1903-cn3wl). The complaint information has been forwarded to the device manufacturer.

Event description:
The manufacturer received information alleging a electrical burnout and broken on off switch. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.